Manufacturer narrative:
The reported event was unconfirmed as the product meets the specifications. Visual inspection noted no obvious visual defects. The extension cord was plugged in and tested with a multimeter. The extension cord passed the continuity test as indicated by the multimeter reading and accompanying sound. The returned sample meets the specifications. The product was used for diagnostic purposes. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine due to the reported event was unconfirmed. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. Per investigation a labeling review was not required since the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patients body temperature appeared low or disappeared on the monitor of the temperature sensing catheter. It was allegedly having not been long since it was started to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient's body temperature appeared on the monitor low or disappeared. It allegedly had not been long since it was started to use.